Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had increased, occasionally reaching greater than 125 ohms. No adverse patient effects were reported. The rv lead and this ICD remain in service.